Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the issue was due to faulty video connector.. However, the specific cause of the faulty video connector was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera video system center image disappeared when the connector part was touched. The issue was found during preparation for use. The unspecified diagnostic procedure was completed, but the customer did not provide information about the device used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the battery on the printed circuit board has run out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.